Event description:
Report received of an underdelivery. The device was programmed to deliver an unspecified dose of tpn. No specific programming parameters were provided. The patient reported that her tpn infusion "ran slow" and required an unspecified length of time to complete the infusion. It was reported that when the infusion was completed, the patient informed the pharmacy regarding the "slow" delivery of the device. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no adverse patient effects. No medical intervention were required. Though requested, no additional information was provided.